Manufacturer narrative:
(B)(4). Trocar. The analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged not allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. The device was tested for functionality and it fired, cut and formed the staples as intended. No conclusion could be reached as to how the trocar became damaged. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an open esophagectomy, the anvil could not be removed from the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.